Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device and duplicated the reported phenomenon. The subject device had the dust inside. It was also found two printed circuit board failures. The first printed circuit board was no exterior abnormality but failure inside. The surface of the second printed circuit board was corroded. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the parts on the printed circuit board of the subject device due to more than two-year passing since manufacturing. Or the possibility this phenomenon was attributed to the printed circuit board corrosion of the subject device which might have occurred by using the subject device in the humid environment such as near the humidifier. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed before the unspecified procedure. The user changed the subject device to the similar device and completed the procedure. There was no patient injury associated with this report.